Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Event description:
Additional information received indicates that surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy. The ipg is unable to connect with external devices. Troubleshooting was unable to resolve the issue.